Event description:
It was reported that the patient underwent an initial hip fracture surgery approximately a month and a half ago. Subsequently, approximately three (3) weeks later the patient reported to the surgeon that they were experiencing pain. Upon undergoing x-rays it was revealed that the distal screws had fractured and were causing the patient pain. The patient will undergo a revision surgery on an unknown date.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00842. D10: medical products: item#: 1402246, bone screw cortical 46mm; lot#: unknown. G2: foreign: zambia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty approximately one (1) year and six months ago. Then approximately a year later the patient began to have pain. X-rays were taken and revealed that two of the implants had fractured. Subsequently, the patient was revised on an unknown date due to the implants fracturing.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10: medical products: item#: 1402242, bone screw cortical 42mm; lot#: unknown. Visual examination of the provided photos identified the screws have fractured. However, as product was not returned, further analysis could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three incomplete views of the right femur demonstrate an intramedullary rod with two proximal and two distal interlocking screws. Distal interlocking screws have fractured and there is a radiolucent fracture line along the mid to distal femoral diaphysis consistent with incomplete fracture healing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.